Manufacturer narrative:
No sample material will be sent for investigation. On (B)(6) 2021, a new sample was obtained from the patient. This sample was confirmed negative by an electrochemiluminescence assay (eclia a-hcv) and polymerase chain reaction (pcr). The customer believes that the first sample was contaminated after the first measurement in the e801. They requested that no further investigations be made regarding this event. The negative anti-hcv results are believed to be correct. Medwatch field d4 has been updated.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-hcv ii immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample was initially tested on the e 801 analyzer, resulting in an (B)(6) value of (B)(6). The sample was repeated using a (B)(6) rna polymerase chain reaction (pcr) method, resulting in a value of (B)(6) no units provided) the sample was then repeated four times on the e 801 analyzer, resulting in values of (B)(6). The anti-hcv reagent lot number was 54562001, with an expiration date of 28-feb-2022.